Event description:
The dealer received a letter from an attorney that stated when the consumer was getting out of his car, the cane allegedly broke, causing him to cut his hand and result in stitches.

Manufacturer narrative:
Manufacturer received from an attorney that a user was getting out of his car when an invacare cane broke and the user has required stitches. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Malfunction has not been established. MDR filed based on alleged serious injury.